Event description:
A report was received via the FDA medwatch medical products reporting program dated 04/12/2006. Consumer reports after removing contact lenses, experienced severe pain in left eye and proceeded to flush eye with water. After a few hours of continuous pain, presented to the ER for treatment of an abrasion of the cornea. Was told that ailment should cease after 3 day, however, pain continued. Reported symptoms: redness in left eye, profuse tearing, discharge, irritation, and extreme light sensitivity. Five days after ER visit, referral to an ophthalmologist who diagnosed fusarium keratitis in the left eye and treated with vigamox for 3 weeks. Consumer states now has a permanent scar in left eye that is approx. 1-3 millimeters away from pupil. The consumer reported that the ophthalmologist successfully treated the eye, but warned that the consumer is close to losing vision in the left eye. No further information was provided.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.